Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported the patient was charging too frequently. The patient noted that "the last 3-4 times, the device won't hold a charge." The patient had not recently been reprogrammed or switched to a new group. The patient noted that she had only been adjusted 2-3 times since she got implanted and it had not been in the time frame that she started experiencing issues. The patient was told she was to recharge for 30 minutes to 1 hour every other day. The patient noted that she did not do that, but recharged when she was low because she did not use the stimulator every day. She did use the stimulator daily because of the recharging. The patient also reported that when she recharged, it was like a sun burn. It made her skin above the stimulator red. It was noted that it got hot, but did not stay that way. The location of these symptoms was at the implantable neurostimulator (ins) site. The patient noted that her device would not recharge through clothing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.